Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported having concerns with the insulin delivery of the infusion device. Patient stated that during the basal rate, several hours give 0 units/hour. Patient reported she checked the profile and did see that everything was filled in with the correct amounts of insulin. Patient stated when the infusion device is in run mode, the amount it should give is again 0 units/hour. Patient stated she changed the rate again within the profile and confirmed it twice. Patient reported her blood glucose level was around 30 mmol/l (540 mg/dl). Patient's normal blood glucose levels are between 7-10 mmol/l (126-180 mg/dl). Patient reported she uses one profile; time and ate are filled in correctly. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.